Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor who reported that the patient does not think their implant is working anymore. The caller indicated that the patient has changed programs and tried three programs. The patient was feeling stimulation less and when the patient would increase stimulation it was uncomfortable. The caller further indicated that the patient was going through two pads each day and was leaking without even realizing it. The caller was advised that the patient could try the last program and should follow-up with their healthcare provider (hcp) in order to determine if reprogramming is required. There were no falls or other causes for the change in therapy known and the issues were not reported to be sudden in nature. Patient status is unknown at the time of this report. There were no further complication reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer (con). It was reported that they weren't sure what led to the issues, but they were using a new program that was recommended to them. The issues were not resolved at the time of the report.